Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received motor error and no delivery alarms on the insulin pump. The customer's blood glucose was 78 mg/dl. Troubleshooting was performed. Following advice to disconnect and reconnect reservoir and infusion set tubing, insulin did not exit when pushed with a plunger. Upon changing out the reservoir, insulin did exit when pushed with a plunger and the insulin pump did not alarm no delivery. It was then reported that the customer could not troubleshoot for the motor error as he was then receiving a button error or keypad issue. He declined to troubleshoot for this issue. Nothing further reported.